Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 surgimend was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A voluntary recall was initiated for all products made the boston manufacturing site due to potentially high levels of endotoxin in the products.

Event description:
N/a.

Event description:
A surgeon reported that a patient presented with persistently red breast syndrome and swelling since a surgimend was placed in (B)(6) 2022. As per the surgeon, the patient's breast at the day of this report is very hard and red, the patient is having fever from 37-38.6 on and off (2-3 times), treated with antibiotics. The patient was admitted to the hospital, and they could find by a scan that there is a minimal collection under the mesh which seems that it is not much integrated. Explantation is not planned.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.